Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a plum set where the customer reported that at 11:55, the patient's family notified healthcare provider about a leakage issue. The healthcare provider checked the plum set and leakage of unknown medication was noted at clave y-site. There was patient involvement; there was no patient harm reported.

Manufacturer narrative:
A photo was returned showing the y-clave and the product information. No defects or anomalies noted from the photo provided. No samples were returned for investigation. The reported complaint of leakage on the 14687-15 primary plum set could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review was performed and no non conformities were found that would have led to the reported complaint.